Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had no power. The patient was enroute to the emergency department with blood glucose (bg) of 600 mg/dl , moderate ketones, extreme drowsiness,and difficulty waking up. During troubleshooting, customer support found that the yellow ring was not visible at the battery cap, there was no damage to battery compartment or cap, and the battery cap was properly secured. This complaint is being reported as the patient experienced hyperglycemia and the power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.